Event description:
It was reported that the day after the initial implant, this right ventricular (rv) lead exhibited under sensing. The physician decided to reposition this lead. The lead remains in service. No additional adverse patient effects were reported.